Event description:
It was reported by the customer that push button is not retracting the needle and when held upside down the needle falls out. No other information was received regarding any serious injury as a result of this product issue.